Manufacturer narrative:
Further information was requested, but not received.

Event description:
It was reported that during an implant procedure, the patient's right ventricular lead was found to have dislodged. The lead was not used and another lead was used to complete the procedure. No adverse patient consequences were reported.

Manufacturer narrative:
The reported event was dislodgement. As received, a complete lead with a stylet was returned in one piece for analysis. Visual inspection of the lead found helix was fully extended and clogged with blood/tissue. X-ray examination found no anomalies to the lead body. The measured full helix extension length was within product specification.